Event description:
Reporter noted corneal burn occurred during procedure. Handpiece overheated and caused a shrinkage of the overlying cornea. Changed handpieces and continued the case. Pt allegedly has never recovered good vision.